Manufacturer narrative:
B3: DATE IS APPROXIMATE. YEAR IS CONFIRMED VALID. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
INFORMATION WAS RECEIVED FROM A PATIENT REGARDING AN IMPLANTABLE NEUROSTIMULATOR. IT WAS REPORTED THAT THEY WERE EXPERIENCING WHAT THEY UNDERSTAND IS A "PAIN POCKET". PATIENT CLARIFIED THEY WERE HAVING INTENSE PAIN UNDER AND AROUND THE IMPLANT SITE. PATIENT SAID THEY CAME HOME AND GOT THE SMALLER IMPLANT (THEIR CURRENT IMPLANT) AND HAD NO PROBLEMS FOR THE FIRST 2 MONTHS, BUT THEN AFTER THAT, RIGHT AFTER THEY CHARGE EACH TIME, THEY FELT LIKE THEY HAD BEEN HIT BY LIGHTNING IN THE DEVICE AND COULDN'T MOVE OR BREATHE BECAUSE THE PAIN WAS SO INTENSE AT THE IMPLANT SITE AGAIN. PATIENT ALSO SAID NOW THEY DIDN'T EVEN HAVE TO CHARGE TO BE IN PAIN, BUT THE PAIN WAS GETTING WORSE AND KIND OF ACHES ALL THE TIME. PATIENT MENTIONED THEY GOT OUT OF THE SHOWER AND WAS PUTTING LOTION ON THEIR LEGS AND WAS HIT WITH THE PAIN AND USUALLY THEY WOULD TAKE A PAIN PILL AND LAY DOWN ON SOME ICE AND THE PAIN WOULD GO AWAY, BUT THIS TIME THE PAIN LASTED FROM SATURDAY UNTIL LAST EVENING. PATIENT SAID THEY SAW A MANUFACTURER REPRESENTATIVE (REP) MAYBE A MONTH AGO AND THE REP WAS SURPRISED PATIENT WAS EXPERIENCING THAT NOW AND SAID THAT USUALLY DIDN'T HAPPEN UNTIL THE END (WHICH WAS WHAT PATIENT SAID THEY EXPERIENCED WITH THEIR LAST IMPLANT). PATIENT SAID THE REP THOUGHT IT WAS HAPPENING BECAUSE PATIENT HADN'T HEALED YET, BUT RECOMMENDED PATIENT CALL PATIENT SERVICES. AGENT REVIEWED POSSIBLE ADVERSE EVENTS LABELING AND THE PATIENT WAS REDIRECTED TO THEIR HEALTHCARE PROVIDER TO FURTHER ADDRESS THE ISSUE. PATIENT MENTIONED THE THERAPY REALLY HELPS THEM AND HELPED PATIENT GET OUT OF A WHEELCHAIR SO THEY ARE HOPING THEY CAN JUST GET THE ISSUE FIXED.

Event description:
Additional information was received from the patient (pt). Pt stated the pain started 3.5 months after surgery-after charging. Pt said that now they have it every time they charge. PT said the worst happened recently, while seated applying lotion to their knees.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.